Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device.the manufacturer received information from the patient alleging that the patient has cancer. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 12/22/2023 and section h11 should be reported as: the manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The manufacturer received information from the patient alleging that the patient has cancer. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated. In box e: initial reporter was updated.